Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. Customer was sent a replacement charging cable. Multiple attempts were made to determine if pump began charging but no response was received.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. Customer was sent a replacement charging cable which resolved the issue.

Manufacturer narrative:
Updated b5.